Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A46169-not valid) inserted for female sterilisation. The patient's medical history included appendectomy in 2001, breast mass, fibroadenoma, dyspareunia, lower abdominal pain, fatigue, adenomyosis and adenocarcinoma endometrial. Concurrent conditions included painful urination and urgency urination. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robot-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: result not provided. Ultrasound scan vagina on an unknown date: indicated a uterus measuring 8.5 x 5,0 x 6.0 cm. Endometrium 3 mm, left essure and left essure were well visualized. The left ovary was mildly enlarged with a ground glass cyst and measured 3.5 x 42 ern. The right ovary was not well visualized. Lot number reported (a46169) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 06-oct-2020: medical records received. Event injury was updated to pelvic pain. Date of removal were added. Reporter information, medical history, lab data were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.